Event description:
It was reported that during a proximal right coronary artery (prca) interventional procedure, in a heavily calcified, mildly tortuous 99% stenosed lesion, a voyager 2.0x15mm dilatation balloon catheter predilated the lesion; however, the stent failed to cross the lesion. The 2.0x15mm voyager was reintroduced and after additional dilatation, it was noted that there was a deep wall dissection. Two non-abbott stents were implanted successfully to treat the dissection. The final angiogram revealed a timi 3 flow. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissections are known adverse events as listed in the rx voyager instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.